Event description:
The reporter stated that the surgeon inserted a aq2003v 3 piece silicone lens. The lens tore upon insertion into the eye. The lens was removed and another lens was inserted. A suture was required to close the wound.

Manufacturer narrative:
No lens was returned in the unit carton.